Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), if the vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using a 20fr gore® dryseal sheath with hydrophilic coating (dsl2028j/16418065; outer diameter = 7.5mm). According to the report, resistance was felt when the 20fr sheath was inserted from the right femoral artery. Balloon angioplasty was performed, and the physician was reportedly able to advance the sheath to its intended position without any resistance. The endoprostheses were reportedly deployed with no issue. However, when the sheath was withdrawn, the patient¿s blood pressure rapidly decreased from a reported 110 mmhg to 20 mmhg. An injury to the right external iliac artery was identified. Balloon occlusion was performed, and gore® excluder® and viabahn® endoprostheses were deployed from the common iliac artery, extending into the external iliac artery to treat the injury. The patient's blood pressure was reportedly stabilized. The physician then repaired the right femoral artery with a gore® propaten® vascular graft. The patient tolerated the procedure. The physician believed that the access vessel was injured during advancement of the sheath. According to the report, the access vessel was not tortuous but calcification was observed. The access vessel measured a reported 6mm in diameter.